Event description:
Report received that the pump "went dead" during transport: there was no reported alarm alerts prior to the pump not functioning . According to the customer contact, "due to the diligence of the certified registered nurse anesthetist hustling back to the room", there was no adverse pt event or harm. The customer contact states the medication infusing was to "stabilize the bp", but did not have any other details of the medication infusing. There was no incident report generated for this incident, and there was no adverse pt event reported. Though requested, no further info was available.